Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-01420, 3005168196-2018-01421.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced the initial smart coils into the target vessel and used a handle to successfully detach the coils. The physician then advanced a new smart coil in the target vessel and used the handle in an attempt to detach it; however, the smart coil did not detach and instead was pulled out of the aneurysm when the handle was used. Subsequently, the physician withdrew the entire smart coil. It was reported that the same issue occurred with another smart coil and the same handle. The procedure was ended after removal of the second smart coil as the physician was satisfied with the result obtained with the initial smart coils. There was no report of an adverse effect to patient.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The pull wire was inside the alignment feature of the distal detachment tip (ddt). The polymer on the pusher assembly braided shaft was delaminated and the pusher assembly was compressed along approximately 8.0 cm of the pusher assembly length. The pusher assembly length was approximately 181.5 cm long. The pull wire was extended approximately 3.0 cm from the proximal end of the hypotube. Conclusions: evaluation of the returned smart coil revealed that the pet lock was broken on the proximal end of the pusher assembly. This type of damage typically occurs when an attempt is made to detach the embolization coil from its pusher assembly using a detachment handle. Further evaluation of the returned device revealed that, during the functional test, the embolization coil did not detach using a demonstration handle. Further evaluation revealed the distal portion of the pusher assembly was delaminated and compressed along a portion of its length. This compression resulted in a shortening of the overall pusher length such that the fully retracted pull wire did not detach the embolization coil. The root cause of delamination was unable to be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.